Manufacturer narrative:
Additional information was requested from the field representative regarding initial reporter information. No response has been received. Should any additional pertinent information be available, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited gradually increasing shock impedance that reached out of range values. Technical services (ts) provided troubleshooting actions. The lead remains in use. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited gradually increasing shock impedance that reached out of range values. Technical services (ts) provided troubleshooting actions. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that the issue will continue to be monitored and a defibrillation threshold (dft) test will be performed. The lead remains in use. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.

Event description:
It was reported that this right ventricular (rv) lead exhibited gradually increasing shock impedance that reached out of range values. Technical services (ts) provided troubleshooting actions. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that the issue will continue to be monitored and a defibrillation threshold (dft) test will be performed. The lead remains in use. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited gradually increasing shock impedance that reached out of range values. Technical services (ts) provided troubleshooting actions. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that the issue will continue to be monitored and a defibrillation threshold (dft) test will be performed. The lead remains in use. No adverse patient effects were reported. Additional information received indicates the lead exhibited high capture thresholds. The device remains in use. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific and physical analysis could not be conducted. Investigation of the available information/data determined that the observed gradual rise in lvsi measurements was likely associated with calcification, as there was no conclusive evidence of compromised physical or electrical integrity of the lead. This condition may develop over time and can be reflected in a gradual and sustained increase in shock impedance measurements. Boston scientific issued a field safety notice to physicians in july 2025 regarding the potential for reliance defibrillation leads with expanded polytetrafluoroethylene (eptfe) coating to exhibit a pattern of gradually increasing lvsi measurements due to calcification, which may result in elevated high voltage shock impedance (hvsi) measurements and reduced shock efficacy.